Event description:
The lead was capped on (B)(6) 2011. Rv lead had increased thresholds, the lead was replaced. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).